Event description:
It was reported that during a tonsillectomy the tip of the forceps broke during use. The procedure was completed with a similar device. There was no delay or patient impact. The patient was "in good condition".

Manufacturer narrative:
(B)(4): the returned device was evaluated. The two sides of the tip were mismatched/bent. The portion of the tip that broke off measured .232 inch. All portions of the device were returned. When viewed under high magnification there was no evidence that would indicate a cause for the breakage. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.